Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a 23 mm masters series mechanical heart valve was implanted. Post-procedure, the patient returned to the operating room due to leakage of the leaflets. The valve was explanted and replaced with another 23 mm masters series valve. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing and upon return to st. Jude medical indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.